Event description:
It was reported that the external pulse generator had a hole in its case in the upper left corner and also that its battery door was damaged. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and battery drawer were broken. It was also noted that the lower case was broken, both bail covers were broken, and the battery contacts were compressed. (B)(4).